Manufacturer narrative:
The device is expected to be returned for investigation. It had not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a whitescreen error. The device was returned to the biomed dept for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a whitescreen error. No add'l info was provided.